Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl; cause was unknown. Additionally, the customer fell and broke their leg. The customer received assistance from contact in administering a glucagon shot. Recommendation was made to consult with health care provider regarding diabetes management.